Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported. The customer informed the remote service engineer (rse) that, when attempting to access the service mode, the access button was working intermittently. The rse advised the customer that the recommended replacement part for the issue was the v60 switch printed circuit board assembly (pcba). The rse provided the customer with the part information for the part. In a good faith effort (gfe) response from the customer, it was confirmed that a replacement switch pcba had been ordered and received. The switch pcba was replaced, and the customer successfully completed a performance verification test (pvt) per the v60 service manual. The customer confirmed that the device was returned to service following the pvt.